Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the atrial lead with mode switches, mostly from noise and not true atrial fibrillation. At clinic on (B)(6) 2020, noise was unable to recreate with pocket manipulation or patient movement. The patient was bedridden at the time and I was unable to have her use her left arm (pacer side) to see if this would cause noise. There were also variable sensing trends noted on the chronic rv lead. The physician stated that this was a known issue, and there are no plans to replace the lead in the near future. The patient is stable.